Event description:
The reporter stated that the surgeon implanted an icl implantable collamer lens model icmi20v4 in 2007, and explanted the lens three months later, due to an excessive vault of the lens creating a narrowing of the angle and shallowing of the anterior chamber death. An iridectomy was performed. The lens was replaced with a shorter icm lens.

Manufacturer narrative:
Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting ( both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through the correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing is based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. The predicted length is to short, the result may be an inadequate vault. If predicted is too long, the result may be an excessive vault.